Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a lantern delivery microcatheter (lantern), neuron select catheter 5f (5f select), pod packing coil (pod pc), and non-penumbra coils. During the procedure, the physician experienced resistance advancing a guidewire through the lantern and into the target vessel. It was reported the physician may have punctured the lantern with the guidewire. Next, the physician removed the guidewire and attempted to advance a pod pc and other coils through the lantern, but the coils would not advance. Therefore, the physician decided to remove the lantern. Subsequently, the physician had difficulty removing the lantern and upon removal, the physician bent and broke the distal end of the lantern. Therefore, the lantern was not used for the remainder of the procedure. The procedure was completed using a new non-penumbra microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00103. 1. Section h. Box 4. Device manufacture date.

Manufacturer narrative:
Evaluation of the returned lantern confirmed that the catheter was fractured. Based on the reported event, this damage likely occurred during removal of the device. If the lantern is retracted at an angle during use, damage such as a kink and subsequent fracture may occur. Further evaluation revealed ovalization on the distal fractured segment. This damage was incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.